Event description:
It was reported that this right ventricular (rv) lead shock impedance has increased greater than 200 ohms for the first time this year on the implantable cardioverter defibrillator (ICD). The past year shows a stable shock impedance at 80 ohms. Technical services (ts) was consulted and advised the recently stored events showed appropriate sensing and pacing, however some myopotential noise/artefact was observed. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and lead remain in service. No adverse patient effects were reported.